Manufacturer narrative:
Other text: h10. Device evaluation results: one cadd legacy pump was returned for investigation in good condition. The following error codes were found in the event history log (ehl): 1870 and 1836. Based on the ehl data, the customer reported product problem (pump displaying error code 1870) was confirmed. The error code was not reproduced during testing however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem (error code 1870) was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an lec 1870 during testing. There was no patient involvement.